Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on critical override. The technical support specialist rebooted the station, and following the reboot, it stopped communicating. A field service engineer reset the local network interface card by disabling and then enabling it. The station subsequently began dispensing medications. The fse informed the tss that there might have been a server connection issue, although the station was online and could be accessed remotely if needed. All hardware was confirmed to be functional, and verification was completed through the application. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was on critical override. The customer stated that the user was unable to dispense medication from the station and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.